Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the excessive no delivery alarms due to the prime anomaly. The device had scratched screen, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed no delivery several times. The blood glucose reading was 352mg/dl. The customer mentioned using different cannulas and different sites. Advised the caller to revert to back up plan. No further information was provided.